Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident no issues were found, a technical support specialist (tss) dialed into the server to investigate further. Upon review, the devices were no longer in critical override. Communication checks confirmed that the last upload and download were current to the most recent heartbeat. A server downtime query was executed, verifying that messages were crossing over properly, the cce connection was active, and no delays were present. The tss then contacted the customer to confirm resolution. The system functioned as intended when the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server, had station on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.